Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an right ventricular (rv) lead replacement procedure the right atrial (ra) lead exhibited non-capture and low impedance after reconnecting to the generator. It was also reported that the right atrial (ra) lead exhibited noise and a total absence of sensing and no accompanying electrograms (egm). The lead was inactivated however at subsequent follow up the lead was found to have exhibited a lead impedance warning for low impedance and that lead function had returned with parametesr within normal range. The lead was programmed back on and remains in use. No patient complications have been reported as a result of this event.